Manufacturer narrative:
Integra has completed their internal investigation on 03 nov 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the handpiece was received under RMA# (B)(4) on the 16-sep-2016 and investigated on the 20-sep-2016 for the reported failure ¿failed to work and case was delayed.¿ the reported failure was confirmed; during investigation it was observed that the handpiece had intermittent power and heated up during cutting due to faulty handle assembly. DHR review was completed for selector handpiece 1523000m7, serial number (B)(4), work orders (B)(4), manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: may-2016 --- no non-conformance reports were raised during the manufacturing process for this handpiece. Based on complaint description, the complaint incident is trended as a failure of the handpiece to perform its intended function without specified failure mode, thus device not working. A minimum of 12 months¿ review was completed in (B)(6) for selector handpiece 1530000m3 and 1523000m7 using the following key word ¿device not working¿ and a root cause ¿faulty handle assembly¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 14-sep-2015 to 27-oct-2016. A total of 22 complaints were reviewed of which 10 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the selector handpiece with the root cause identified as faulty handle assembly. In addition to trending of customer complaints, a review of (B)(4) non-conformance reports (ncrs) was completed for selector handpiece 1523000m7 using the following key words ¿faulty handle assembly part number 1523001m3¿ in the search criteria. The review encompassed ncr (B)(4) dates 14-sep-2015 to 27-oct-2016. A total of 562 ncrs were reviewed of which 33 of the ncr reports contained the search criteria. Conclusion: customer complaint was confirmed. Root cause determined: cause of the handpiece failure was due to faulty handle assembly. However, the root cause of the handle assembly failure was not provided by the service center.

Event description:
On (B)(6) 2016, a (B)(6) male underwent a craniotomy for resection of a brain tumor. The 1523000m7 selector 24khz neuro short handpiece was being tested prior to giving it to the surgeon for use on the patient when it failed to work. The device was never in contact with the patient and there was no injury. The handpiece was then removed and a replacement device was placed in the sterile field. The incident caused a 20 minute increase in surgery time, while the medical team attempted to troubleshoot the handpiece and extended length of anesthesia time for the patient.